Manufacturer narrative:
A follow up was performed with the customer, and additional details were reported regarding the patient use information. There was no delay in therapy and/or medical intervention during the event. The patient was moved to a different ventilator. It was also reported that the patient was 61 years old, 85 lbs, 5'0" tall.

Event description:
Philips received a complaint from customer, reporting that the v60 ventilator shut down unexpectedly. The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator shut down unexpectedly. During troubleshooting, the rse reviewed the event log, and confirmed that the device record a 1101, and 3007 diagnostic codes. Per the service manual, if diagnostic code 1101 generated, and is followed by a 3007 diagnostic code, then no actions are required. The system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.